Event description:
A review of service data detected a reportable problem. During servicing, the response buttons on monitor (B)(4) were not working. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon eval the monitor's rear response button was not functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.